Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's dad reported via phone call that they hospitalized due to hypoglycemia on (B)(6) 2022 and had visited emergency room treatment. Customer blood glucose level was around 40 mg/dl. Customer used insulin pump system within 48 hours of reported event. Customer performed troubleshooting for low blood glucose and auto mode or smart guard feature was not active at time of low blood glucose event. Customer was also advised the insulin, reservoir, and infusion set will be replaced. No further patient complications were reported. The device will not be returned for analysis. Frn-mmt-332-rsvr, infst mmt-397a, ozp- mmt-7911na-trans and ozp-mmt-7020- snsr.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section b5 and in section h6 under health effect - clinical code and health effect - impact code were incorrect. The correct information was provided in section b5 and h6 with this report.

Event description:
Updated summary: customer's father reported that customer did not show up for work so they sent the paramedics to his home and found him unresponsive. Customer was hospitalized for low blood glucose of 40mg/dl. Per (B)(4), doctor uploaded the pump in the clinic and saw that customer's blood glucose was 200mg/dl at 4am on (B)(6), 2022, then his blood glucose bottomed out at 6am and the pump suspended on low. Customer was unable to respond to the pump and he aspirated and his blood pressure bottomed out. He was not found until 26 hours later and was hospitalized on (B)(6), 2022 for low blood glucose and low blood pressure. It was found that customer had a brain injury and was taken off life support on (B)(6), 2022 and he passed on (B)(6), 2022. Retainer ring is black. Caller did not report damage to the retainer ring. Caller said the reservoir can lock in place. Pump was used at the time of the incident. Per (B)(4), sensor was used. Since pump suspended on low, auto mode was not used. Helpline did not offer to replace insulin, reservoir, or set.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Correction: customer's father reported that customer did not show up for work so they sent the paramedics to his home and found him unresponsive. Customer was hospitalized for low blood glucose of 40mg/dl. Per (B)(4) doctor uploaded the pump in the clinic and saw that customer's blood glucose was 200mg/dl at 4am on (B)(6) 2022, then his blood glucose bottomed out at 6am and the pump suspended on low. Customer was unable to respond to the pump and he aspirated and his blood pressure bottomed out. He was not found until 26 hours later and was hospitalized on (B)(6) 2022 for low blood glucose and low blood pressure. It was found that customer had a brain injury and was taken off life support on (B)(6) 2022 and he passed on (B)(6) 2022. Retainer ring is black. Caller did not report damage to the retainer ring. Caller said the reservoir can lock in place. Pump was used at the time of the incident. Per (B)(4) , sensor was used. Since pump suspended on low, auto mode was not used. Helpline did not offer to replace insulin, reservoir, or set.